Event description:
It was reported that the patient presented for follow up with high pacing impedance and elevated capture threshold exhibited by the right ventricular lead. The patient was scheduled for replacement and the lead was capped on (B)(6) 2024. The patient was stable.